Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 96 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.